Event description:
It was reported that during malleting the pushlock driver became impacted into the implant. This had occurred after the implant was about 75% of the way into the bone. About 10% or one ring of the implant remained attached to the driver once it was unscrewed from the remaining implant. Bone preparation for this implant was done using an ar-2922d-24. The surgeon tested the security of the implant by pulling on the sutures; the decision was made to leave the implant in place. The procedure was a posterior labral repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed a small proximal section of the peek implant to be lodged onto the pushlock inserter. The most likely cause for this type of event is preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, and/or impacting the driver before the laser line is flush with the surface of the pilot hole. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.